Manufacturer narrative:
The device is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The integra sales representative ("representative') reported on behalf of the user facility the following incident: the physician had to perform a revision surgery on a patient to remove a broken device. The device was between the metatarsal and the skin. The original surgery was an insertion of a bold screw. The physician had missed the piece of the device on the post operative x-ray. The user facility is conducting an internal investigation, and the device is not available for return. According to the representative, the physician discussed the procedure, and the physician seemed to follow the surgical technique guide.